Event description:
On 2/7/96 an iabp catheter was placed and advanced to aortic knob. On 2/10/96 blood was noted to be in the iabp catheter when filling after the helium gas loss alarm sounded. The iabp catheter was removed and the balloon was noted to be ruptured. Another iabp catheter was placed.